Event description:
New information received noted that the implantable cardioverter defibrillator was explanted on (B)(6) 2025 and successfully replaced. The patient was stable.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. There¿s no bpa detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.